Manufacturer narrative:
Additional relevant info will be provided when the device eval is completed.

Event description:
Same pt as MDR ID: 1649384-2012-00087, 00088, 00089, 00122, 00123, 1649384-2013-00032. It was reported that post-operative rod breakage occurred. The pt previously underwent a t10 to pelvis spinal fusion procedure due to scoliosis using instinct java instrumentation and incompass pelvic bolts and offset connectors. A routine f/u x-ray on an unk date revealed that the left side instinct rod near l4-l5 was broken. The pt is asymptomatic and has fused at the treated segments. No intervention is planned. The pt will undergo routine monitoring.